Event description:
A report was received that a pt had gone in for a lead revision surgery due to high impedances. The physician removed the lead and attempted to implant a new lead, but was unable to get past the scar tissue. The physician made the decision to explant the ipg and the lead.

Manufacturer narrative:
The device evaluation indicated that the ipg passed visual, electrical, performance, and photographic tests. The complaint regarding the bad electrode contacts could not be verified or duplicated. The complaint of high impedance was not confirmed as two test leads inserted in both ports and measured normal impedances. Device exhibited normal device characteristics. The device evaluation indicated that the paddle lead passed photographic and mechanical tests. Visual inspection found that the paddle lead was cut into pieces about one inch away from the paddle, and lead wires were exposed at the transition sleeves during the explant procedure. One of the electrodes was broken off the paddle. The damages are consistent with damages done during explant procedure, and are not considered as a failure. This is the final report.